Event description:
The pt underwent a re-do valve replacement surgery due to pannus which resulted in an impeded leaflet. Previously a bentall procedure with a non sjm graft and an sjm mechanical valve was performed. The pt presented symptomatic and a CT revealed an impeded leaflet and the device was removed and replaced with another MFR's device. The graft remains implanted. The pt is listed as stable and the physician does not allege the event was caused by the device.